Event description:
The consumer reported their thermometer was giving false negative reading on their son. The device allegedly read 5-6 degrees fahrenheit lower than the child's actual temperature. The child was brought to a hospital, where it was confirmed that he had a fever. There was not adverse event reported, and there were no complications due to the product malfunction. The patient is doing fine now. Kaz USA, inc. Has requested that the product be returned for testing.